Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration with an unknown daily dose via an implantable pump for intractable spasticity. On 2017-mar-08 it was reported that the patient's physician stated they were not satisfied with the results from the past revisions so they were to schedule the patient for a catheter replacement.

Manufacturer narrative:
Corrected information: patient code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump and catheter would be replaced today. The patient had been having intermittent therapy and the physician was concerned about the catheter function but would replace both the pump and the catheter. No further complications were reported/anticipated.